Event description:
The customer reported a change in patient care due to erroneous low sodium (na) patient result for one (1) patient involving the dxc 700 au chemistry analyzer. Due to the false low results surgery was cancelled for patient. There was not report of harm to the patient. The customer did not provide patient demographic or data. . There was no report of death associated to this event. The customer did not provide additional information.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected the instrument and proactively replaced sodium (na) electrode pn mu919400, potassium (k) electrode pn mu919500, chloride (cl) electrode pn mu919600 and ion selective electrode (ise) tubing pn b97643 per customer request. The fse also cleaned the sample pot and reference block. The failure mode is unknown. The information provided is insufficient to determine the primary failure mode for this event. The customer has not called back for any further issue regarding this specific event. It is unknown as what has caused the issue based on the available information provided. Section a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).